Event description:
It was reported that an edwards' aortic bioprosthetic valve was explanted after an implant duration of approximately 59 months due to aortic stenosis. No additional details were provided regarding the explant procedure findings at this time.

Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: received (1) valve in formalin. As received, cuts in the sewing fabric exposed the wireform. These disruptions most likely occured at the time of explant. The valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margins calcification was moderate at leaflet 1 and 3 at commissure 1. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, minimal to moderate host tissue overgrowth encroached onto tissue inflow and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate at the stent inflow and heavy at the stent outflow. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The evaluation indicates that calcification, in addition to host tissue overgrowth (pannus), were the primary causes of the reported stenosis leading to the explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event. It is likely that patient medical history ((B)(6), renal failure, cad..etc) is a significant factor contributing to this explant.